Event description:
On (B) (6)2010, the pt was implanted with a scs system. Post operation, the pt was only able to feel the stimulation on the left side. On (B) (6)2010, the doctor revised the lead and changed its location. Post revision, the pt exhibited paralysis of the right leg. The cause of the paralysis was determined to be a hematoma. The pt was taken back to the operating room, and the system and hematoma were removed. As of (B) (6)2010, the pt has regained sensation in the right leg.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned incomplete and noted to be slightly discolored. Functional testing could not be performed on the incomplete lead. The lead paddle was measured and is within drawing specification. Conclusion: the cause of the reported complaint could not be confirmed through testing ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.